Manufacturer narrative:
One photograph was provided by the customer that confirms the complaint of tubing kinked. The complaint of kinked tubing can be confirmed however it was not found to prevent flow. The probable cause of the kink is unknown however it was not found to occlude flow. The complaint of crimping can be confirmed. The probable cause of the kink is unknown. Lot history review was conducted, and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jan 2025 has been used as a placeholder. E1 additional phone number: (B)(6). The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a t-u-r y-set, nonvented, 96 inch that experienced separation during use. The reporter stated that inadequate tubing seal on the metal stopcock is causing it to detach during procedures. There was patient involvement, and no adverse event. Lots of frustration in having to change to another one and when that one starts to detach, yet another one is opened. It¿s not a specific date but many dates as the issues are with every product.

Manufacturer narrative:
The investigation summary was corrected as follows: investigation summary: one (1) photograph was provided by the customer that confirms the complaint of tubing kinked. The complaint of kinked tubing can be confirmed however it was not found to prevent flow. The probable cause of the kink is unknown however it was not found to occlude flow. No returned metal stopcock mating device was returned, unable to confirm the complaint of inadequate tubing seal on the metal stopcock is causing it to detach during procedures. The complaint of crimping can be confirmed. The probable cause of the kink is unknown.